Event description:
It was reported that during follow up, post-paced t-wave oversensing was observed. No therapy was received due to this. Reprogramming was made which solved the issue. Patient condition is good.